Manufacturer narrative:
Additional information: b5, g3 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, the efficacy of proton beam therapy (pbt) and radiofrequency ablation (rfa) in patients with a single, early-stage hepatocellular carcinoma (hcc) by comparing their long-term prognosis after propensity score matching (psm). Between (B)(6) 2001 to (B)(6) 2013, (B)(4) patients underwent pbt and (B)(4) patients underwent rfa using a cool-tip electrode with 2 centimeters or 3 centimeters exposed tip. In the rfa group, two grade 3 adverse events occurred within 30 days of rfa: hemoperitoneum (1), hemothorax (1). Neoplastic seeding occurred in one case as a delayed grade 3 adverse event. None of the adverse event directly related to medtronic devices. Title: proton beam therapy versus radiofrequency ablation for patients with treatment-naïve single hepatocellular carcinoma: a propensity score analysis facility: university of tsukuba author: ryosuke tateishi, hideyuki sakurai published date: december 6, 2022.

Event description:
According to the literature, the efficacy of proton beam therapy (pbt) and radiofrequency ablation (rfa) in patients with a single, early stage hepatocellular carcinoma (hcc) by comparing their long-term prognosis after propensity score matching (psm). Between january 2001 to december 2013, 95 patients underwent pbt and 836 patients underwent rfa using a cool-tip electrode with 2 centimeters or 3 centimeters exposed tip. In the rfa group, two grade 3 adverse events occurred within 30 days of rfa: hemoperitoneum (1), hemothorax (1). Neoplastic seeding occurred in one case as a delayed grade 3 adverse event.

Manufacturer narrative:
D10 concomitant products: unk - cooltip ant, unknown cool-tip antenna (lot#:unknown) yuta sekino,ryosuke tateishib,hideyuki sakurai. "Proton beam therapy versus radiofrequency ablation for patients with treatment-naïve single hepatocellular carcinoma: a propensity score analysis", 2022, liver cancer 2023;12:297¿308 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.